Event description:
It was reported that during a lap chole procedure, the clip could not get out at all and could not be clicked when fired. It was not noted how the procedure was completed. No pt consequence reported.

Manufacturer narrative:
Eval summary: the analysis results for the al326 instrument confirmed that it was non-functional. The trigger was actuated and it could not be completely cycled and would not feed the clips. Also, the instrument was noted to have the anti-backup non-functional. Upon disassembly of the instrument the cam lever was found to be broken and the kick-off spring was damaged. No conclusion could be reached as to what may have caused the found damage. The batch record was reviewed and no anomalies were noted during the mfg process. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted.